Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Was there any adverse consequence to the patient relevant to this event? If yes, please kindly provide details. Patient having issues and came for the revision of component.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, ¿poly liner broken in the patient, surgery needs to revise. As per surgeon it¿s a potential liner quality issue". The product was not returned to depuy synthes, however photos were provided for review. Visual analysis of the photo revealed that pinn mar +4 10d 28idx46od appeared to have been edge loaded causing eccentric deformation in the rim of the device and ultimately contributing to the failure of the anti-rotation devices (ards) and fracture of a portion of the rim, allowing for the liner to disassociated from the cup. Only the broken fragment of the rim can be observed on the evidence provided. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence eccentric loading. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing record evaluation was performed for the finished device [121928146 / j92w02] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing. The overall complaint was confirmed as the observed condition of the pinn mar +4 10d 28idx46od would contribute to the complained device issue. Based on the investigation findings, a potential cause is traced to component failure. No corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device [121928146 / j92w02] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, ¿poly liner broken in the patient, surgery needs to revise. As per surgeon it¿s a potential liner quality issue". The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the pinn mar +4 10d 28idx46od has three (3) anti-rotation device (ard) tabs sheared off and two (2) small fractures were observed around the rim. Additionally, a large portion of the lipped section of the liner was found fractured, indicating that the liner was in contact with the stem's neck. However, it cannot be determined whether the fractures of the rim occurred during the extraction process or due to the lipped portion of the liner being pinched by the stem as a result of a disassociation between the acetabular cup and liner. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence eccentric loading. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A dimensional inspection for the liner was unable to be performed due to post manufacturing damage a manufacturing record evaluation was performed for the finished device [121928146 / j92w02] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing. The overall complaint was confirmed as the observed condition of the pinn mar +4 10d 28idx46od would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device [121928146 / j92w02] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the poly liner broke in the patient, requiring a revision surgery.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.